Manufacturer narrative:
No production code has been provided, no further product investigation will be done at this time. The consumer product is listed as not being able to be returned, however, further evaluation may occur if the consumer product is received or if further details are provided by the consumer.

Event description:
Couldn't breathe [dyspnoea]. Closed-up-throat [throat tightness]. Swollen-tongue [swollen tongue]. Swelling-left side lower jaw, swelled cheeks [swelling face]. The consumer, a (B)(6) year old male, reported spontaneously via phone call on (B)(6) 2019 that he used fixodent denture adhesive, version unknown, to hold the denture, beginning on an unspecified date. He used the product on the upper denture and a line on the left for the bottom. He experienced the following symptoms: could not breathe; throat closing (beginning a month ago); tongue swelling (beginning a month ago); and left lower jaw swelling, cheek swelling (beginning at various times over the last year). He went to the emergency room a month ago. He was intubated and on a breathing machine for 3 days. He was hospitalized for 8 days. The symptoms of throat closing, swollen tongue, and swelling left side lower jaw were recovered after 8 days. The consumer saw an allergist but it was unclear why he experienced this reaction. The consumer has since used newer tubes of fixodent and he was fine with them. The consumer reported that he has used this same version of the product in the past. Concomitant products: none reported. Allergies: none. Relevant history: none reported. The overall case outcome was improved. No further information was provided.